Event description:
It was reported that the ICU had used the unit to cool a post cardiac patient and it was stated that the staff complained that it did not cool fast enough so they switched to a different device. The patient was not adversely affected and no clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device was operating as intended.

Event description:
It was reported that the ICU had used the unit to cool a post cardiac patient and it was stated that the staff complained that it did not cool fast enough so they switched to a different device. The patient was not adversely affected and no clinically relevant delay in treatment was reported.